Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit lights will not display and was not able to determine the issues.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, other/defective. Sieve bed, other/defective. Unit had a defective control panel, no lights. Estimate declined - scrap. Complaint of "unit lights will not display " was confirmed. The underlying cause is defective control panel. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, other/defective. Sieve bed, other/defective. Unit had a defective control panel, no lights. Estimate declined - scrap. Provider states the unit lights will not display and was not able to determine the issues.